Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented post-procedure with bradycardia and pocket hematoma. Rv lead revision revealed micro dislodgement and pocket hematoma/cysts. The patient was observed for three days and discharged. No further complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Correction: it was reported that a patient presented post-procedure with bradycardia and pocket hematoma/cystis. The patient was observed for three days and discharged. No further complications were reported.

Manufacturer narrative:
(B)(4).